Manufacturer narrative:
With troubleshooting, it was identified that the issue was with the dc power cord. When the ac power cord was connected, the device powered up. There was no malfunction of the device. Customer wanted the field service engineer (fse) to come on site to repair the dc power cord issue. Fse spoke to customer and determined the cord was loose going into the power brick. Cord was pushed in by the customer and monitor powered on with no issue. When fse was on site, fse checked the operation of the device. Equipment verified according to other equipment manufacture instructions.

Event description:
As reported for this event, during preparation for use between procedures, the device shut off and had no power. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There is no repair history for the past year for this device. The instructions for use operational manual includes the following statements: abnormalities: the product does not turn on. Cause: the ac power cord is not connected. Corrective action: connect the ac power cord to the main unit as described in 3.2 power supply on page 18. 6.1 troubleshooting guide malfunction: the monitor does not power up. Cause: the power cord is not connected. Remedy: connect the power cord as described in the instructions page 19.